Event description:
It was reported the patient underwent a non-related surgical procedure wherein the ipg was not placed into surgery mode prior to the procedure. As a result, the patient's ipg was unable to communicate with external devices and the patient lost therapy. A manufacturer representative interrogated the patient's ipg and was able to recover the ipg which addressed the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.